Event description:
During an in clinic follow-up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Lead provocation testing was performed and the noise was reproducible. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.